Manufacturer narrative:
The reported events were cardiac perforation and muscle stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for in-clinic follow up with diaphragmic stimulation. An echocardiogram was performed and showed that the right ventricular lead had perforated the myocardium and caused pericardial effusion. The patient was scheduled for extraction and a sternotomy was performed. The patient was stable and there were no further consequences.